Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. All med watch submissions related to this report are: from 9610612-2018-00096 should be 9610612-2018-00112. Device not returned.

Event description:
(B)(6). During use, the clip torn of the cystic artery with haemorrhage, difficult to control, having required the establishment of endoclips. All med watch submissions related to this report are: 9610612-2018-00096, 9610612-2018-00099. Components in use listed as concomitant devices are: pl569t / ligating clips m/l 12/box, pl536r / shaft compl.d:10mm l:370mm, pl510r / handle f/pl506r & pl508r.

Manufacturer narrative:
Investigation: the investigation was carried out by the quality assurance group of the production department. According to the quality manager, signs of wear and tear at the jaw parts are visual. Nevertheless all the provided components are according to the specifications, a functional test was carried out successfully. However, the recommended service maintenance interval has been exceeded. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. No CAPA is necessary.